Event description:
Reference number (B)(4). Event occurred in the united states on 28-august-2020, it was reported by the patient that infusion set was leaking after 2 days of use. Infusion set was placed in abdomen. No further information was available.